Event description:
According to the available information 1 month after placement of the implant, the pump is not working.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. There has been a historical CAPA (CAPA-000022) opened for an issue with this reported lot in scope. However, based on the generic description of the issue and no device returned for evaluation, it cannot be correlated to the CAPA at this time.

Event description:
According to the available information 1 month after placement of the implant, the pump is not working.